Event description:
Hill-rom received a report from a hill-rom technician stating that during product assessment the nurse call function was not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found a defective sidecom power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecom power control board to resolve the issue. Based on this information, no further action is required.